Manufacturer narrative:
Fiber analysis: the fiber was found to have a circumferential fracture of the glass cap distal to the fiber/cap fusion zone; the fiber proximal to the fracture was found to rotate independently of the metal cap. Devitrification at the cap output window was also observed. The identified issues may activate the laser systems fiberlife function which would modulate the power showing a pulsing beam or the system would be placed into standby mode. The fractured glass cap may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fibers tip was damaged at 115,592 joules of use. The procedure was completed using a second fiber. There was no report of injury.